Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va16r3e, implanted: (B)(6) 2016, product type: lead.

Event description:
The manufacturer representative (rep) reported that the patient indicated that it was hot underneath the skin and was hot to touch that area about two or three weeks prior to the report. The patient turned off the therapy at the time of the event, and the heat went away after 20-30 minutes. It was noted that the patient experienced the heating in the sitting position. The rep indicated that the site looked fine impedance values at 210 usec, 1.0v were: c and 0 1608 ohms, c and 1 797, c and 2 810, c and 3 797, 0 and 1 1660, 0 and 2 2056, 0 and 3 1750, 1 and 2 1608, 1 and 3 1608, and 1608. Impedance values at 240 usec, 2.0v were: c and 0 1380 ohms,c and 1 811, c and 2 820, c and 3 811, 0 and 1 2462, 0 and 2 2462, 0 and 3 2462, 1 and 2 1227, 1 and 3 1227, and 1227. Further information from the rep indicated that there wasn't anything that pointed to a problem, but the repeating impedance values did "elude" to a potential issue. They wanted the patient to monitor and if the heating occurred again, they wanted the patient to try a different program to see if that still caused the heating. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va16r3e, implanted: (B)(6) 2016; product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a consumer with an implantable neurostimulator (ins). The caller stated they had a similar case in the past. The doctor decided to revise the entire system. The caller stated that he had reported this at the time, but did not have report numbers and did not recall any details about the issue. No symptoms were reported. No further complications were reported or anticipated.